Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus, basal or fixed prime. Blood glucose value was 400 mg/dl. It was stated the alarm was resolved by a complete infusion set and reservoir change. The customer was advised to get in contact if alarm recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.